Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the pump system spontaneously lost power to all components. The pump system power was cycled off an on, restoring full function. There was no reported adverse consequence to the pt as a result of this event.